Event description:
It was reported that the spaceoar vue hydrogel was placed asymmetrically. Further scans were conducted, and the shape of the hydrogel changed and appeared to migrate into the rectum. However, in the physician's assessment, it was suspected that the hydrogel was slightly placed in the rectal wall. No patient complications were reported as a result of this event.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.